Event description:
Reporter stated that staff has experienced two incidents of inverted septum. In both incidents injection port was being accessed with metal needle during sodium bicarbonate injection. It was confirmed that there was no injury, as this was noted immediately by nurses performing the procedures.